Manufacturer narrative:
The device was returned and visually inspected. The broken fragment of the jaw pin was attached separately and was confirmed to have fallen in the joint space. Although a root cause cannot be determined at this point, one possible cause for the pin breakage is grabbing too much tissue. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no complaints of any type for this lot of 10 devices that were released to distribution. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate reported by taking a bite of rotator cuff, we could hear a "tak" and the surgeon couldn't close the mouth of the device properly. The jaw pin broke and fell into the joint space. No patient consequences were reported.